Event description:
It was reported that the device had error check IV set alarm. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device issue with error ¿check IV set¿ alarm was identified as a fault in the bottle side pressure sensor. Technical support recommended replacing the bottle side pressure sensor, after which the issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.